Event description:
It was reported that during the thrombectomy procedure, resistance was encountered when delivering the catheter (subject device) within the long sheath. Upon removal the tip marker of the subject catheter device was separated and was stuck in the long sheath. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the thrombectomy procedure, resistance was encountered when delivering the catheter (subject device) within the long sheath. Upon removal the tip marker of the subject catheter device was separated and was stuck in the long sheath. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection the catheter tip was found to be broken/fractured. The distal end of the catheter shaft was found to be deformed, during functional inspection, the device was flushed and the patency mandrel was advanced through. The friction was noted in the deformed area of the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter tip was found to be broken/fractured and the distal end of the catheter shaft was found to be deformed. The as reported events of catheter shaft friction and catheter tip broken/fractured during use as well as the as analyzed events of catheter tip broken/fractured during use and catheter shaft deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.